Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Damage was observed to the bottom housing vent and corrosion was observed on the pcb assembly. Upon opening the device, damage was found to the reservoir that aligned with the damage to the bottom housing vent. It was determined that these damages occurred post-use and were not the result of manufacturing defects. The damage to the reservoir resulted in an internal fluid leak. The first download attempt was unsuccessful as the battery voltages measured to be lower than expected. The pod was attached to a power supply and was able to successfully connect to the master pdm. The data showed that the device completed first and second priming sequences and was deactivated 7 pulses after the end of second prime. The rotational sensor data showed that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it should be at the end of second prime. The pod was connected to a power supply in order to perform a rerun. The rotational sensor malfunctions were not replicated in the rerun data. Inspection of the drive mechanism components found the commutator cap to be contaminated, however it could not be conclusively determined if the contamination on the commutator cap resulted in the rotational sensor malfunction. The rotational sensor malfunction was confirmed to be the cause of the reported failure of the cannula to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed at initial activation.